Event description:
It was reported that a diagnostic anomaly was observed on the implantable cardioverter defibrillator (ICD). It was noted that non sustained oversensing was observed. The patient was brought into clinic. Programming changes to turn off premature ventricular contraction (pvc) response was made. The patient was to continue being monitored with remote and office visits. The patient had no complaints before or after interrogation.